Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy, when the gastric tissue was detached, the stapler was able to fire completely, there was poor staple formation in the middle of the staple and the handle had a loud pop sound when fired. The staple line was incomplete centrally. The surgeon sutured to fix the staple line. A new handle was used to complete the case.